Manufacturer narrative:
(B)(4). They were functionally examined for electric resistance and they met the requirements.

Manufacturer narrative:
(B)(4). It was reported that when the patient was transferred to the ICU, the temporary pacing wire did not transmit power required and the wire failed to sense and capture. The wire was repositioned or replaced and the patient required placement of a transvenous pacemaker. The current patient condition is good. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent myocardial revascularization on (B)(6) 2015 and temporary pacing wire was used. During the procedure, the temporary pacing wire did not transmit power required. There was no adverse patient consequence reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.